Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred. The site of leakage is unknown but may be either the hub or the connection."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred. The site of leakage is unknown but may be either the hub or the connection."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 21-mar-2022. H6: investigation summary: bd received 199 samples and 9 photos from the customer in support of this investigation. The photos were reviewed and the indicated failure modes of damaged tubing and leakage was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure modes of damaged (cut) tubing and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of damaged (cut) tubing and leakage. Bd has initiated further root cause investigation relating to the issue of damaged (cut) tubing and leakage through corrective and preventive actions. CAPA pr #4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.